Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with congestion and shortness of breath. Review of the device revealed an elevation in impedance in the past seven days. Programming changes were made. No further information is available.